Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the activity log found that here was no evidence of a charge button press or device power cycle on that date. Between 8/13/24 and 10/25/24, the device was powered on multiple times, but no charging attempts were recorded. The device was put through extensive functional testing using returned multifunction cable including impedance calibration test, defib/pacer stress testing, bench handling and defib cycling testing without duplicating a malfucntion. The battery from the event date was not returned for device evaluation. An internal inspection found no discrepancies. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.